Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse followed troubleshooting guide for losing relative light units (rlus). The cse found that the air pump tubing connection under shrink tube was loose at the diluter valve. The cse repaired and reattached the tubing connection. The cse calibrated the probe positions and verified performance of air pump assembly. The cse ran quality control, which was acceptable. A siemens headquarters support centre specialist reviewed the service report and indicted that repairing the sample tube connection may have corrected the problem as it would affect the sample volume aspirated. The cause of a discordant, falsely elevated prge result on one patient sample is unknown. The instrument is performing within manufacturing specification. No further evaluation of device is required.

Event description:
A discordant, falsely elevated progesterone (prge) result was obtained on one patient sample on an advia centaur cp instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated on the same instrument, resulting lower and matching physician's expectations. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely elevated prge result.